Event description:
Per the clinic, the patient experienced an infection at the incision site and was treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report.